Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the initial placement of the patient¿s stimulator was uncomfortable. It was noted the stimulator was then moved from the mid rib area to the buttock area.

Event description:
Additional information received reported the patient's pocket revision took place on (B)(6) 2013.